Event description:
This complaint was opened in regards to information received for a check lines and bags alarm. Upon follow-up, the home patient (hp) stated that she recently had a cassette that arrived without a connector port on one of the lines, and that it looked like it had been sliced through. She did not retain the sample and had no additional forms of samples. She also did not recall the lot number. Since then, therapy has been going well. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.